Manufacturer narrative:
The service technician replaced the power supply to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator does not recognize ac power. The customer reported there was no patient involvement.